Event description:
It was reported that the patient was admitted to a hospice for unrelated reasons, and in a unresponsive state when she presented to the emergency room. Upon interrogation, inappropriate hv therapy due to oversensing and high pacing lead impedance were observed. Fracture was suspected. The device was programmed off and the patient returned to the hospice.

Manufacturer narrative:
(B)(4).